Event description:
Endostitch needle used during gastric bypass broke while stitching patient's stomach. Needle was recovered prior to end of procedure. Covidien vendor rep was called and came before needle was recovered, and filed a report for her company. No harm to patient.